Event description:
Customer reportedly received result of 66 mg/dl on the inform system and 30 mg/dl on a lab value within 10 minutes. Controls were run and in range. No adverse event reported. Requested return of the suspect device, and replacement was sent.